Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing, each having their eclipse shield activated, and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the safety shield broke off from the needle. There was no patient or user impact. The following information was provided by the initial reporter: safety shield dropped of. When did the incident occur?: during use. When sampling was done and she tried to put safety shield on it dropped. It was near that it would been happen needle stick insure. (But it did't happen).